Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have cracked clamping pulley(s) on input axis #5 (pitch). The crack resulted in loss of tension of the corresponding pitch cable. Additionally, the instrument was found to have a loose pitch cable at the input disk 5 in the proximal end housing. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause of imprecise motion is attributed to cracked clamping pulley.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps was not moving as expected from direction of surgeon console. The procedure was completed with no reported injury.